Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was greater than 85% stenotic and calcified in the left anterior descending artery. After predilation, the physician attempted to cross the lesion with a taxus express2 3.0 x 20 mm stent, however, significant resistance was encountered. Consequently, the stent could not cross the lesion. Upon removal of the stent the struts lifted from the balloon and would not retract back into the guide catheter. The device was removed and the procedure was successfully completed using a competitor stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."